Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. The database showed no quality notifications were opened for the device. A review of the device history record showed the device had a manufacture date of 26apr2016. The customer stated that there was no patient involvement.

Event description:
Broken/damaged. (B)(6)

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. The database showed no quality notifications were opened for the device. A review of the device history record showed the device had a manufacture date of 26apr2016. The customer stated that there was no patient involvement.

Event description:
Broken/damaged. Cf02 - case front- damaged/cracked. Cz02 - case rear- damaged/cracked. Bc03 - barrel clamp assy- damaged/cracked. Cd01 - cosmetic defect. Iu02 - iui- contamination. Pg01 - plunger detect sensor- failure. Pg01 - plunger detect sensor- failure. There was no patient involvement. On (B)(6) 2018 09:48:09 rfc_repairs (rfc_repairs) po for $(B)(6). Damage to unit caused by plastic degradation on left side of lighthouse cover and to bottom of front case under pressur e disc holder. On (B)(6) 2018 09:39:48 (B)(6). Phone (B)(6). Replaced front cover due to cracked under pressure sensor. Device covered for plastic replacement program. (B)(6) 2018 10:08:20 (B)(6). (B)(4).